Manufacturer narrative:
The failure mode could not be confirmed since the product was not returned for investigation. A specific root cause could not be determined. The most probable contributing factors are misuse by extending the probe while hot, while applying pressure against the sheath and/or by cutting the sheath with the probe. However, this could not be confirmed since the unit was not returned. In the event that the unit is returned for investigation, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the unit melted when it was retracted back into the sheath. It was further reported that the account had to switch out the tips to continue the procedure. Further, the account discarded the melted tips.

Event description:
It was reported that the tip of the unit melted when it was retracted back into the sheath. It was further reported that the account had to switch out the tips to continue the procedure. Further, the account discarded the melted tips.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.